Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. In the absence of a returned product, an investigation has been performed. Refer to cause investigation and conclusion. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device history records (dhrs) for the product was reviewed and the DHR indicated the product meets per its specification prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a user declaration from moh reporting the following information: a customer received an unspecified sensor error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. The customer stated: "the products labelled ¿abbott freestyle libre 2 / freestyle libre 2 plus flash glucose monitoring system sensor¿ with the barcode number 05021179007004, reference number 78762-01 and serial numbers (B)(6), for which you are the importer. The report states that the sensors continuously displayed error messages and that, although the product was replaced after the company was contacted, the process took a long time and created a health risk." The customer received unspecified third-party treatment for this issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. In the absence of a returned product, an investigation has been performed. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device history records (dhrs) for the product was reviewed and the DHR indicated the product meets per its specification prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a user declaration from moh reporting the following information: a customer received an unspecified sensor error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. The customer stated: "the products labelled ¿abbott freestyle libre 2 / freestyle libre 2 plus flash glucose monitoring system sensor¿ with the barcode number 05021179007004, reference number 78762-01 and serial numbers (B)(6), for which you are the importer. The report states that the sensors continuously displayed error messages and that, although the product was replaced after the company was contacted, the process took a long time and created a health risk." The customer received unspecified third-party treatment for this issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent impairment associated with this event.

Event description:
Abbott diabetes care (adc) received a user declaration from moh reporting the following information: a customer received an unspecified sensor error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. The customer stated: "the products labelled ¿abbott freestyle libre 2 / freestyle libre 2 plus flash glucose monitoring system sensor¿ with the barcode number 05021179007004, reference number 78762-01 and serial numbers (B)(6) for which you are the importer. The report states that the sensors continuously displayed error messages and that, although the product was replaced after the company was contacted, the process took a long time and created a health risk." The customer received unspecified third-party treatment for this issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. In the absence of a returned product, an investigation has been performed. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device history records (dhrs) for the product was reviewed and the DHR indicated the product meets per its specification prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a user declaration from moh reporting the following information: a customer received an unspecified sensor error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. The customer stated: "the products labelled ¿abbott freestyle libre 2 / freestyle libre 2 plus flash glucose monitoring system sensor¿ with the barcode number 05021179007004, reference number 78762-01 and serial numbers (B)(6) for which you are the importer. The report states that the sensors continuously displayed error messages and that, although the product was replaced after the company was contacted, the process took a long time and created a health risk." The customer received unspecified third-party treatment for this issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. In the absence of a returned product, an investigation has been performed. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device history records (dhrs) for the product was reviewed and the DHR indicated the product meets per its specification prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. There were 6 additional sensors reported ((B)(6)) and has been captured under this submission. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a user declaration from moh reporting the following information: a customer received an unspecified sensor error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. The customer stated: "the products labelled ¿abbott freestyle libre 2 / freestyle libre 2 plus flash glucose monitoring system sensor¿ with the barcode number (B)(6), reference number (B)(4) and serial numbers (B)(6), for which you are the importer. The report states that the sensors continuously displayed error messages and that, although the product was replaced after the company was contacted, the process took a long time and created a health risk." The customer received unspecified third-party treatment for this issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. In the absence of a returned product, an investigation has been performed. Refer to cause investigation and conclusion. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device history records (dhrs) for the product was reviewed and the DHR indicated the product meets per its specification prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a user declaration from moh reporting the following information: a customer received an unspecified sensor error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. The customer stated: "the products labelled ¿abbott freestyle libre 2 / freestyle libre 2 plus flash glucose monitoring system sensor¿ with the barcode number 05021179007004, reference number (B)(4) and serial numbers (B)(6), for which you are the importer. The report states that the sensors continuously displayed error messages and that, although the product was replaced after the company was contacted, the process took a long time and created a health risk." The customer received unspecified third-party treatment for this issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. In the absence of a returned product, an investigation has been performed. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. Section d4 (sn) has been updated from (B)(6) to unk based on the extended investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
Abbott diabetes care (adc) received a user declaration from moh reporting the following information: a customer received an unspecified sensor error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. The customer stated: "the products labelled ¿abbott freestyle libre 2 / freestyle libre 2 plus flash glucose monitoring system sensor¿ with the barcode number 05021179007004, reference number 78762-01 and serial numbers (B)(6), for which you are the importer. The report states that the sensors continuously displayed error messages and that, although the product was replaced after the company was contacted, the process took a long time and created a health risk." The customer received unspecified third-party treatment for this issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a user declaration from moh reporting the following information: a customer received an unspecified sensor error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. The customer stated: "the products labelled ¿abbott freestyle libre 2 / freestyle libre 2 plus flash glucose monitoring system sensor¿ with the barcode number 05021179007004, reference number 78762-01 and serial numbers (B)(6) for which you are the importer. The report states that the sensors continuously displayed error messages and that, although the product was replaced after the company was contacted, the process took a long time and created a health risk." The customer received unspecified third-party treatment for this issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent impairment associated with this event.